Manufacturer narrative:
Fowler release handle.

Event description:
It was reported by service report that the fowler release handle broke off. No patient involvement or adverse consequences are reported.